Event description:
Case description: this spontaneous report from a consumer received on 08-nov-2017 involved a/an patient, patient initials dd who started to receive[suspect_namemod]. The patient's medical history was not available. On an unspecified date the patient received first dose of[suspect_namemod]:[1] at administered via an unspecified route at a dose of for an unspecified indication. The patient developed/experienced rash. The patient's laboratory test results were not available. (Describe medications, procedures, tests, investigations etc.) Following [treatment or dechallenge/rechallenge]